Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported the rep was called to the hospital to turn off the patient's device for an emergency surgery (not related to the dbs, abdominal surgery). Following the surgery, the rep turned back on the device and checked the impedances to find that there was an open circuit. It was reported that all the pairs w/o were showing greater than 40,000 ohms, tested at 3.0 v. It was stated that the surgery was an emergency, they didn't have time to check impedances prior to turning the device off. It was unknown if the open circuit was present prior to the surgery or happened as a result of the surgery. The caller was redirected to the healthcare professional to discuss programming options and next steps for the patient. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the issue was resolved with reprogramming.